Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged some black particles were blowing out from the device. There was no serious patient harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged some black particles were blowing out from the device, nasal allergy and congestion. There was no serious patient harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for investigation. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Event date, patient outcome code, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.